Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched. Eval found raised threaded inserts and cracked insert bosses in front case which allowed separation between front case and mechanism assembly, resulting in excessive force needed to close the door (and if not applied, causing the reported symptom). The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt injury.